Event description:
It was reported that prior to surgery, while the patient was under anesthesia in the operating room, three yellow warning alarms were triggered for the arm cart assembly (aca). The first two alarms displayed the message ¿arm failure. Use the mechanical release systems to remove it¿ and the third alarm displayed the message ¿arm communication error. Regain surgeon control¿. The affected aca was removed from the operating room, and the procedure was completed using the remaining three acas. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the provided images indicates that the first image shows the serial number label of the aca. The second image shows multiple messages displayed on the operating room team interface (orti) monitor: ¿arm 4: warning: arm failure. Use the mechanical release systems to remove it. Disconnect the arm and contact medtronic technical support. Press dismiss to confirm¿; ¿arm 4: warning: arm communication error. Regain surgeon control. If the error occurs again, stop using the arm and contact medtronic technical support.¿; ¿arm 4: warning: arm communication error. Regain surgeon control. If the error occurs again, stop using the arm and contact medtronic technical support.¿ and ¿arm 4: new arm detected. Ensure the arm is not over the patient and that no instrument or port is connected. Tap calibrate when ready.¿. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.